Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error printouts. Fse checked for leaks along the wash tubing and connectors and found bubbles through the line, but no visible leaks. When the fse tried priming the bf probe, no liquid was being dispensed. The pump was turning on, meaning that the wash valve most likely failed. Fse replaced the wash valve and successfully tested the bf probe prime. The fse verified the resolution by performing quality control without errors. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints for error 2012 and 2015 identified during the search period, which includes this event. The aia-360 operator's manual under section7-1: error messages states the following: (2012) air detected (diluent). Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. (2015) bf probe purge failure. Purging by the bf probe is abnormal. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to a faulty wash valve.

Event description:
A customer reported error messages ¿2015 bf probe purge failure and 2012 air detected (diluent)¿ on the aia-360 analyzer. The customer primed bf washer and diluent 10x, verified reagents volumes and ensured no kinks. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.